Event description:
The lay user/pt called lifescan (lfs) on december 17, 2007, alleging that the pt's one touch ultra meter 2 does not work and has a power issue. The technical service rep (tsr) was able to obtain add'l info and verify the following info. The pt normally tests 4x per day. His prescribed diabetes medication regimen is also 4x per day as follows: morning - 5/5:30 am (if taking dialysis), novarapid 12 units and levermir 6 units (if no dialysis, then insulin is taken at 9:30 am); afternoon - 12/1 pm, novarapid 14 units; evening - 6 pm, novarapid 9 units and levermir 4 units; at nighttime - 10:30 pm, novarapid 10 units and levermir 4 units. The pt adjusts his insulin dosages based on meter blood glucose results. On the day before, the pt first noticed the reported issue of the meter powering on. The pt was able to test on the meter at 9:33 am, and received a result of "15.1 mmol/l". As per the tsr documentation: "that morning, the pt ate breakfast and took insulin as usual. At lunchtime the pt ate, and then attempted to test his blood glucose level and was unable to test, because the meter would not power on. At that time, the pt increased his novarapid dosage by 2 units, due to his higher reading in the morning." It was reported that the pt started to experience feeling symptoms of hypoglycemia at 3:45 pm. His wife noted that the pt was in an "unconscious/spaced-out state". As treatment, his wife gave him food (biscuits), and the pt was relieved of symptoms after "20-25 minutes". The pt did not seek medical attention. The tsr was able to determine the pt had experienced a power issue and was able to resolve the issue through troubleshooting. The pt was able to test and the tsr also sent a backup meter. This complaint is being reported because the reporter alleges that the pt was unable to test on the meter due to the alleged power issue and further alleges he was unable to obtain blood glucose results and took add'l insulin which may have led to his reported symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.